Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, difficulty crossing and stent damage occurred. The patient presented with acute myocardial infarction. The 99% stenosed lesion was located in the severely calcified and severely tortuous proximal right coronary artery (rca). Inflation was performed with a 2.5-6 non-bsc balloon catheter several times. Then an atlantis sr pro2 imaging catheter was inserted, but would not cross and the image was lost. Another inflation was performed with the non-bsc balloon catheter and a second atlantis sr pro2 imaging catheter was used without a problem. A 3.00 x 12 mm promus element stent delivery system (sds) was advanced but would not cross. The sds was removed and it was noted that the distal stent strut was lifted. A 2.25 mm non-bsc stent was implanted to complete the procedure. No patient complications were reported and the patient's status is good.